Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) confirmed that the case was resolved and that the care fusion coordination engine (cce) was functioning properly after the full server upgrade. The system functioned as intended after technical support specialist assessed the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the device was unable to connect to the pyxis server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.